Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm was received during bolus delivery. The customer's blood glucose (bg) level was not impacted. The customer stated that their healthcare provider suggested that the customer change their infusion set site more often as they use a large amount of insulin each day and have scar tissue in many areas. A system check was performed and the customer observed three drops of insulin exiting the infusion set tubing, the customer declined completing troubleshooting and stated that they can typically resolve the occlusion by straightening their infusion set tubing and did not want to change any supplies at the moment. During follow-up, it was confirmed that the customer resolved their occlusion; no information regarding how it was resolved was provided.